Event description:
It was reported that the sense/pace portion of the lead was capped due to high impedance. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.